Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that during an initial tka, the provisional device fractured. There was no impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through photographic inspection. Pictures provided showed that the device had fractured on the lateral side of the post. The device history records were reviewed and no discrepancies were identified. E common failure modes for tibial articular surface provisional (tasp) fractures is either bending overload or low cycle fatigue culminating in bending overload, as present by the features on the fractured surface in the pictures reviewed. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.